Event description:
I woke up with a corneal ulcer on my left eye/ since it was thanksgiving weekend, I called my ophthalmologist, and he prescribed a steroid eye drop. I had an annual appointment already scheduled with him for the following friday, and he then diagnosed a serious corneal ulcer. It took round-the-clock, serious, compounded eye drops to get this managed. I could not drive, and it made it hard to work. I continued to wear my right contact because it helped me function. In 40 years of wearing contacts, I have never had a corneal ulcer. I am an rk patient who can no longer be refracted for eyeglasses, forcing me to continue to wear contacts. I have been in scerol lenses for about 5 years. Since the ulcer healed, I had to move to eyeprint contacts in an attempt to improve my vision for driving. It seems to have helped, although I will not drive at night anymore. My ophthalmologist took this very seriously and saw me weekly for 12 weeks. I received a recall notice from contamax today for their product I have been using for about 4 years. They provided this link to contact you. Since I have never had an eye infection in my life, much less an ulcer, I am very concerned as I have used it til today. I have 1 box of recalled product in my possession.